Manufacturer narrative:
Correction h10: this report is a duplicate of manufacturer report number 1416980-2023-00760. All information can be found under manufacturer report number 1416980-2023-00760. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp IV fat emulsion administration set leaked at the base of the hub. The issue was identified during patient infusion of total parenteral nutrition (tpn). The infusion was stopped and tubing replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.